Manufacturer narrative:
This MDR is being filed based on information provided from clinical retrospective study.

Event description:
Subject experienced an adverse event with reports of having a hemoglobin of 7.3 with 2 units of packed red blood cells transfused.